Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire breakage during deployment of cinchlock ss anchor. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. (B)(4).

Event description:
It was reported that a portion of the pull wire broke and remained inside of the patient. The procedure was completed successfully.